Event description:
Hospira item #11961-68; lot#70 136 4w, set, primary, pgybk, lf, macro. No solvent on tubing came apart right out of the bag before putting on patient. Pulled all our stock of this item & lot# and got in new lot#. Diagnosis: administer fluids. Event reappeared after reintroduction: no.